Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet initiating the bg run mode, resulting from intermittent communication failure between the cgm and the pump; troubleshooting guidance was provided and the devices were successfully re-paired. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.